Manufacturer narrative:
An event of two episodes of paused conduction was reported. Information from field indicated that a permanent pacemaker was implanted to treat arrhythmia. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a patient with a depth of 6.2mm using a 35mm navitor titan loading system. In the box there was the 27mm valve adapter that worked well. Per the physician, this happened due to human error. There was no patient harm. On the morning of (B)(6) 2024, the patient had a 14 sec of paused conduction so a temporary pacemaker reconnected. On (B)(6) 2024, had another episode of paused conduction and a permanent pacemaker implant on (B)(6) 2024. The patient is stable.